Event description:
It was reported the device said it was not producing the correct power output and kept alarming during the procedure. There was no patient impact, however, the doctor was frustrated and it slowed the procedure.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition, with minor surface imperfections, a missing rubber foot, a sheared nylon screw, and a broken pot knob. The faults could be reproduced in the service department by turning the unit off/on with no load. To reduce the possibility of future f8 faults, the dc pcba bulk high voltage power supply and vdd voltages were increased. The unit displayed f8 faults during initial testing, but dcps harness. The root cause was determined to be the dc voltage settings were improper, for unknown reasons. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.